Event description:
I had a mesh implant and it has been a problem ever since it was put in, stabbing and tearing. Went to the doctor and had CT scan they said it didn't tear but they found some fluid inside me. The next doctor I talked to said that yes they have had problems with the implants. And says that I should talk to someone to have it removed but the mesh would have to be cut out.